Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified, however no failure was identified related to the low blood glucose event.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. There were no irregular bolus requests. There were no erratic basal rate adjustments. Low bg levels could not be confirmed. There were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence of a failure related to the low bg event.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 53 mg/dl. The customer was uncertain of the suspected cause. The customer consumed food to stabilize bg levels. Additionally, it was reported that a malfunction alarm occurred. There was no impact to the customer's bg level due to the malfunction. Reportedly, the customer has manual injections available as alternate insulin therapy.